Event description:
Rep reported that the pt developed a hematoma as a result of over drainage. When tested on a monometer when explanted, it was draining between 10-50 mm h2o when it should have been draining at 70. Surgeon revised shunt with a programmable valve.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.